Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot which would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (thin posterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted a thin posterior leaflet, enlarged left atrium and ventricle. The first clip was successfully deployed on the a2/p2. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed lateral to the first clip. However, after the dc handle was retracted, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda is due to a thin posterior leaflet. The clip appeared stable; and therefore, additional treatment was not required. Two clips were implanted, reducing mr to 2+ there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.